Event description:
An alarm related to an occlusion event was reported by the customer, with initial occurrences of alarm 2 followed by alarm 26, causing the customer's blood glucose level to read "high," exceeding 500 mg/dl. The customer addressed the high blood glucose level with a correction bolus via their pump and resumed insulin administration without needing additional external assistance. The customer did not report frequent or recurring occlusion issues; thus, no further assistance was deemed necessary, and the case was closed.